Event description:
The MFR received info from a third party service center alleging a ventilator fails to charge its internal battery. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The device's internal battery will be replaced to address the issue. The device was evaluated but not yet repaired.